Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not receive a low battery alert prior to the off no power alert. Customer's blood glucose level was unknown. Customer states the battery was not previously used. Customer reports the insulin pump was dropped in past. Customer stated that insulin pump had no delivery alert. Customer advised the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.